Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. The remaining portion does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured/detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. It was reported that during a percutaneous liver radiofrequency intervention under ultrasound, a "high reflected power" message appeared on the generator. The applicator had been tested prior to usage at 100w for 10 seconds with no issues. The settings for the procedure were 140w for 6 minutes. Insertion of the needle by intercostal approach without any force or repositioning and no other tools were used. Approximately 20 seconds into the procedure, before the applicator was activated, the hrp appeared. In an attempt to clear the message, the applicator was removed, at which time it was inspected and it was noted the tip had detached inside the patient's liver. The broken probe tip remained in the patient's liver. With no plans to remove it. The procedure was completed using a 19cm solero applicator.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up. Reference : (B)(4).